Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7075946, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation, pain at the implant site and undesired sensations at target stimulation area. The patient underwent a spinal cord stimulator (scs) replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The returned spinal cord stimulator (scs) implantable pulse generator (ipg) and paddle lead were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation, pain at the implant site and undesired sensations at target stimulation area. The patient underwent a spinal cord stimulator (scs) replacement procedure. The patient was doing well postoperatively.